Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was failure of the prostar vascular closure device. A hemorrhage was noted immediately and was resolved with manual compression. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).